Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being flipped in the pocket. No additional information is available at this time.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being flipped in the pocket. No additional information is available at this time.

Manufacturer narrative:
Additional information was received that the ipg is not flipped. The patient was experiencing post laminectomy pain. The patient had a re-trial of the scs system to cover the post laminectomy pain on (B)(6) 2012. On (B)(6) 2012, the patient's trial ended because the patient already knew she wanted to get the permanent implant. The trial leads were pulled and the patient is now awaiting for the second permanent device to be implanted.